Event description:
Patient presented with inferior stemi, tight proximal edge stenosis of previously placed proximal rca stent. Fresh stent placed but was not able to be expanded, shockwave balloon lithotripsy performed after the stent was rewired. Subsequent angiography shows stent deformation with part of it unopposed to vessel wall in aorta, possible partial stent fracture.